Manufacturer narrative:
The complete initial reporter's phone number is (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Tested bypass mode. The water temperature of t4 was around 4 to 6 degrees. But the water temperature of t1 was not cold. I found a mixing pump problem. Mixing pump was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction. Per follow up information received via mail on 17jun2025, they repaired the device on the customer site. The issue was cooling malfunction, and they replaced mixing pump. The issue was resolved, no involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter phone number is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction.